Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed. One 2 fr per-q-cath with a stiffening stylet and t-lock inserted was returned for evaluation. An initial visual observation showed no blood residue on the returned sample; however, dried residues could be felt within the catheter tubing. Once the stylet was removed, the catheter was pressurized, and a small leak was found in the catheter just distal to the most distal depth marker. A microscopic observation revealed a small ¿c¿-shaped split in the catheter tubing at the location of the leak. This location was found to be approximately where the distal tip of the stylet was positioned within the catheter. The fracture surfaces of the split were observed to be mostly smooth and granular in texture, and the inner edges of the split were found to be somewhat rough. No additional damage was found on the interior wall of the tubing; however, the material on one side of the spilt was observed to be slightly indented leading up to the split. The location, shape, and texture of the damage observed in the returned sample suggest the catheter was punctured by the stylet tip; this can occur due to excessive manipulation of the stiffening stylet within the catheter and/or advancement of the stylet and catheter against resistance.

Event description:
It was reported that leak from catheter side before insertion. Customer change a new one. No other information was provided.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that leak from catheter side before insertion. Customer change a new one. No other information was provided.